Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a leak in the drive assembly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
In order to fix the issue, the fse replaced the drive manifold assembly. The fse performed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received with a reported unit failure of a leak in the drive manifold. The fat performed a visual inspection and found the part to be in good condition. The fat installed the drive manifold in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Ran the all manifold test. The drive manifold portion of the test failed on the vacuum leak differential pressure. Fat was able to verify the reported issue of the part. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj the failure analysis and testing dept. Received drive manifold with a reported unit failure of leak in drive manifold. The failure analysis and testing dept. Performed a visual inspection of the drive manifold which included the inspection of all electrical wiring and components. The fat dept. Found all electrical wiring and components to be in good condition. The failure analysis and testing dept. Installed drive manifold into the cardiosave test fixture and tested the drive manifold to factory specifications per the cardiosave service manual. The drive manifold test was performed. The drive manifold failed the vacuum leak differential test with a result of 40mmhg. The factory specification is +-25mmhg. The drive manifold also failed the pressure leak differential test with a result of -75mmhg. The factory specification is +-55mmhg. The drive manifold failed testing. Retaining the drive manifold in the fat dep. Per procedure number. The most probable root cause according to the cardiosave dfmea and the supplier "asco" for the drive manifold failing the leak test could be related to wear and tear of the internal components, loose connections of the tube, fluid ingress, blood contamination, electrical connectivity issue on the solenoids, and or micro cracks in the body of the manifold.